Manufacturer narrative:
Dentsply was not able to verify the complaint. The returned attachment was tested by manufacturing personnel and did not meet specification for leak, color cap depth and sheath rotation. Quality personnel then investigated the attachment. The attachment maximum temperature while free running with coolant spray off was 33.6 c and 34.2 c under load testing with coolant spray on. These temperatures did not exceed specification. Microscopic evaluation revealed minor to moderate gear wear. Cap cavity looked slightly dry. Head cavity and inner component looked good.

Event description:
In this event a doctor reported that a midwest e 1:5 attachment overheated. There was no injury or intervention.